Manufacturer narrative:
At this time, the implantable cardioverter defibrillator (ICD) has been returned but analysis has not yet been completed. This record will be updated upon completion of analysis.

Event description:
It was reported that a non-boston scientific subcutaneous coil was added to this patient's implanted system due to a history of high defibrillation thresholds. During testing, the implanted system failed to convert the patient's arrhythmia and multiple external shocks were delivered. During the period when the external shocks were delivered, the implantable cardioverter defibrillator (ICD) declared a code 1004, indicative of a short circuit. The physician delivered several commanded shocks to test the system and acceptable impedances and charge times were observed. The physician elected to explant and replace the ICD due to concern regarding the short circuit message. The right ventricular (rv) lead and subcutaneous coil remain in service, as testing revealed acceptable measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. Review of device memory found a shorted lead error (error code 1004) was recorded on (B)(6) 2018. An x-ray of the device revealed that the internal high voltage fuse was intact. The titanium case of the device was opened and high powered visual inspection of the hybrid and internal components noted no irregularities. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed that the reported errors occurred, but did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as device evaluation has been completed.